Manufacturer narrative:
The device was returned for eval and the alleged malfunction was confirmed. The device did not meet the specs for calibration testing due to physical damage. The returned device had a scratch on left side illuminator window as well as multiple impact marks all over the enclosure causing the accuracy issues. A replacement part was sent to the site to resolve the issue.

Event description:
A medtronic rep reported the system's camera would not pass the accuracy assessment kit (aak) test. The calibration issue was discovered out of the surgical arena and no pt was present.